Event description:
1/21/98: cpc assigned to mechanical engineer. 1/21/1998: error message service 113 causes the instrument to stop, it is not known how the cassette made it all the way to the elevator. The operator does not remember exactly on which part of the stripper plate she was cut except that it was on the "inside". The stripper plate on this unit is of the hemagard type (pn 6857538) which has a tab 1.12 inches long. The tab on the instrument where the incident occurred was shortened, but it is unk by whom. The css could find nothing wrong with the unit and as a result no repairs were performed not were any parts replaced at that time. 1/12/98: reviewed hazard database and found a similar incident, the root cause of which could not be determined. 1/21/98: reviewed fastecs database and found no relevant info.